Manufacturer narrative:
(B)(4).

Event description:
Refused to calibrate the sensor for now and said that even if arnold is away (more than 20ft), the readings gets stuck on 165mgdl instead of a signal loss. Already tried to toggle the bt off/on and reboot phone but issue persists.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction b5: describe event or problem ¿ correction h2 type of follow up - correction

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).